Event description:
It was reported that the external pulse generator (epg) battery pack area was corroded. It was also noted that the epg was unable to turn on. The epg was returned for evaluation and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery pack area of the epg was corroded. Battery compartment and shorting bar were noted to be corroded. Analysis was unable to confirm the customer comment that the epg was unable to turn on. It passed all automated and bench testing with no anomalies observed. It was further noted that the battery drawer was unable to stayed latched with batteries inserted and battery release button was stuck in release position. The battery direction printing in battery drawer was noted to have disappeared; plugs were only installed partially, sticking out of case and damaged (tool marks) was noted with evidence of non-company service person disassembling and reassembling. The epg was returned unrepaired with appropriate documentation due to end of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.